Event description:
It was reported by service report that the dip switch settings need to be changed to match hospital's system. It is unk if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Conclusions: dip switch settings were configured to hospital systems.